Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 17 events were reported for this quarter. Product return status: 11 devices were received. 5 devices were not available for evaluation. 1 device investigation type has not yet been determined. Event confirmation status: 9 reported events were confirmed. 2 reported events were not confirmed. Evaluation results: 4 devices were found to be affected by internal component corrosion. 7 devices were found to be affected by a lubrication problem. Additional information: 17 devices were not labeled for single-use. 17 devices were not reprocessed and reused.

Event description:
This report summarizes 17 malfunction events in which the device reportedly overheated. 15 events had no patient involvement; no patient impact. 2 events had no known impact or consequences to the patient.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: previously reported events are included in this follow-up record. Product return status: 12 devices were received. 5 devices were not available for evaluation. Event confirmation status: 10 reported events were confirmed. 2 reported events were not confirmed. Evaluation results: 8 devices were found to be affected by broken down lubrication. 4 devices were found to be affected by internal corrosion.

Event description:
This report summarizes <noe> 17 </noe> malfunction events in which the device reportedly overheated. 15 events had no patient involvement; no patient impact. 2 events had no known impact or consequences to the patient.